Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer representative reported that patient was stuck on no device found screen and it was asking to charge it even when recharger isn't plugged in and wasn't dead. It was reported that issue continued even after reseating the controller battery pack several times. Caller reported they had patient's son plug in the recharger but when they hit the x button, it just took them back to the lock screen so they couldn't get to the home screen. Caller mentioned the controller was in (B)(6). Caller believed the patient last charged ins last week and when they tried to charge it yesterday they reported seeing a temperature screen. Reviewed that ins was likely depleted and needs to go through passive recharge cycles in order to charge normally. No symptoms reported at this time.